Event description:
It was reported that the device had gone through a power on reset (por). The device was interrogated and reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.